Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('mal positioned essure/essure device was perforated through the uterus on the patient's left side/essure coil penetrating to the outside of the uterus') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included hypothyroidism, back surgery, endometriosis, pregnancy, pelvic pain, pelvic adhesions, headache, tiredness, sexual desire decreased, hair loss, nausea, decreased appetite, follitropin high and lh increased. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, right salpingo-oophorectomy, salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: essure devices were applied and 3-5 coils were seen inside the endometrium. As per sd, amended insertion date is (B)(6) 2015 and pregnancy is reported on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: left side of essure was abnormally positioned.. Magnetic resonance imaging - on (B)(6) 2019: essure device was poorly visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mal positioned essure/essure device was perforated through the uterus on the patient's left side/essure coil penetrating to the outside of the uterus quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('mal positioned essure/essure device was perforated through the uterus on the patient's left side/essure coil penetrating to the outside of the uterus') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included hypothyroidism, back surgery, endometriosis, pregnancy, pelvic pain, pelvic adhesions, headache, tiredness, sexual desire decreased, hair loss, nausea, decreased appetite, fsh elevated and lh increased. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, right salpingo-oophorectomy, salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: essure devices were applied and 3-5 coils were seen inside the endometrium. As per sd, amended insertion date is (B)(6) 2015 and pregnancy is reported on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: left side of essure was abnormally positioned.. Magnetic resonance imaging - on (B)(6) 2019: essure device was poorly visualized.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mal positioned essure/essure device was perforated through the uterus on the patient's left side/essure coil penetrating to the outside of the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.